Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered on the prior night after cancelling treatment. Fluid was discovered in the pump module area. Fluid was discovered on the external of the liberty cycler set cassette. Fluid leaked from cassette door when opening cassette door after cancelling treatment. The m31 air detected in cassette alarm was received once during an unknown drain phase. The draining slowly message was also received during all drain phases. No adverse event, serious injury, or required medical intervention was reported. The patient was advised to disregard use of the cycler for the day and contact fresenius if issues are encountered during treatment. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered following the prior night's treatment. Fluid leaked upon opening the cassette door after cancelling treatment. The m31 air detected in cassette alarm was received once during an unknown drain phase. The draining slowly message was also received during all drain phases. Fluid was discovered in the pump module area. Fluid was discovered on the external of the liberty cycler set cassette. No defect or damage was noted to the liberty cycler set. No adverse event, serious injury, or required medical intervention resulted from the reported event. The patient was advised to disregard use of the cycler for the day and contact fresenius if issues are encountered during treatment. The patient completed treatment via manual exchange. The cycler remains with the patient for continued use.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered following the prior night's treatment. Fluid leaked upon opening the cassette door after cancelling treatment. The m31 air detected in cassette alarm was received once during an unknown drain phase. The draining slowly message was also received during all drain phases. Fluid was discovered in the pump module area. Fluid was discovered on the external of the liberty cycler set cassette. No defect or damage was noted to the liberty cycler set. No adverse event, serious injury, or required medical intervention resulted from the reported event. The patient was advised to disregard use of the cycler for the day and contact fresenius if issues are encountered during treatment. The patient completed treatment via manual exchange. The cycler remains with the patient for continued use.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, g2, the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.